Event description:
It was reported by the patient, that during use of the cardiac resynchronization therapy defibrillator (crt-d) that the ¿first uploaded report sent to the physician indicated three months remaining on the battery and the first replacement was scheduled, subsequent monthly readings were from one to two months remaining.  A month later, every reading has said one month remaining and replacement has been postponed waiting for the replacement indicator to appear.  My concern is that there might be a malfunction in the time remaining estimating function. My doctor¿s office informs me that this is apparently normal and keeps moving the replacement forward each month, is this normal? Do your records indicate this is normal or should I be concerned that a system that is supposed to accurately reflect time remaining keeps returning the same one month left message for four months?¿  the crt-d remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient, that during use of the cardiac resynchronization therapy pacemaker (crt-p) that the ¿first uploaded report sent to the physician indicated three months remaining on the battery and the first replacement was scheduled, subsequent monthly readings were from one to two months remaining. A month later, every reading has said one month remaining and replacement has been postponed waiting for the replacement indicator to appear. My concern is that there might be a malfunction in the time remaining estimating function. My doctor¿s office informs me that this is apparently normal and keeps moving the replacement forward each month, is this normal? Do your records indicate this is normal or should I be concerned that a system that is supposed to accurately reflect time remaining keeps returning the same one month left message for four months?¿ the crt-d remains in use. No patient complications have been reported as a result of this event. Subsequently, the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.